Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump, though it did not cause a shutdown. There was no adverse impact to the customer's blood glucose level. The customer was informed that a replacement pump would be provided with updated software, and instructions were given on how to put the current pump into storage mode and return it to the company. The customer understood and acknowledged all instructions.